Manufacturer narrative:
(B)(4). Batch # m9000j. The device was returned with the I-blade lower tip on the wrong side of the jaw; the lower jaw channel was damaged. The device was connected to the generator and it was recognized. Because of the condition of the device not all functional testing could be performed with the generator. The jaw was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a partial nephrectomy procedure, the device's activation button did not work. The device was connected in the generator and at the moment of pressing the activation button, it was soft and was not entering into the enseal to start work. The surgeon also said that he is used to use the device without problems. Another like device was used to complete the procedure. There were no adverse consequences for the patient.